Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported that there was a revision of rejuvenate total implants. Patient was revised for pain.